Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had evidence of oversensed noise on a competitor's right atrial (ra) lead. All lead parameters are stable and within normal limits. The noise was indicative of oversensing of the minute ventilation (mv) sensor. The mv sensor was programmed off. Boston scientific technical services (ts) recommended bringing the patient in for troubleshooting as oversensing of the mv sensor typically occurs as a result of high impedances. As of today the patient has not been seen in-clinic. No adverse patient effects were reported. The device remains in service.